Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported occlusion alarms while attempting to infuse according to MRI protocol, via multiple microbore extension sets. The patient was receiving epinephrine, norepinephrine and mivf (presumed to mean maintenance IV fluid). They had followed the MRI protocol by re-priming each medication with new tubing and 4 lengths of extension sets. The occlusion alarms began prior to connecting the new set up to the patient, so they re-primed ¿into a large bore art line tubing¿ and the drips appeared to infuse appropriately; however, when they connected to smartsite valve on the patient¿s IV access the pumps began to alarm again. The report states that they disconnected from that lumen and reconnected to one with a ¿blue clave¿ attached which allowed the fluids to infuse. Within 20 ¿ 30 seconds, the patient became hypertensive (bp 190/110). The drips were paused and the hypertension resolved within a few minutes. Eventually the drips were titrated to obtain bp of 90-100¿s/50-60¿s.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.